Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer reported falsely decreased triglyceride results generated on the architect c16000 analyzer on multiple patients. The instrument scanned the reagent carousel and shifted the triglyceride reagent position from d6 to d7, which at the time was holding a glucose reagent. All the triglyceride results were reported as < 0.08 mmol/l since they were being processed with glucose reagent instead of triglyceride reagent. Example sids affected: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
A review of historical data for architect sn# (B)(6).revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses loading of bar-coded reagents, the reagent status screen, and how to scan the reagent carousel. Based on the investigation no systemic issue or product deficiency was identified for the architect sn# (B)(6) analyzer.